Event description:
New information notes post paced t wave oversensing was once more observed. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator the incident seemed to be isolated. No programming changes were made. The patient was stable.